Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms, as well as no capture. Fluoroscopy imagining did not show any abnormalities. The ra lead was reprogrammed and remains in service. No adverse patient effects were reported.